Event description:
It was reported that the patient was not feeling stimulation in the correct areas. The patient had a lead revision on (B)(6) 2011. Prior to surgery the patient could feel stimulation between 1.4 and 1.6 volts. After the surgery the patient was at 4.0 volts and felt nothing. The patient tried programs two and three, and still felt no stimulation and experienced a loss of therapeutic effect and return of symptoms (abdominal pain and diarrhea). The patient scheduled a meeting on (B)(6) 2011 to meet with a manufacturer representative and do more testing with the clinician programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).